Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, b6, d1, d2a, d2b, d4, d6b, g2, g4, h1, h4, h6

Event description:
Patient reported left side "rupture." Healthcare professional later reported "replacement due to right side device rupture." Device has been explanted and replaced with a non-abbvie device.

Event description:
Patient reported "rupture" this record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.